Manufacturer narrative:
The date of the event is unknown. For this reason, the date the article was received by the publisher was used as the occurrence date. Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)). There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in 'clinical technical summary for complaints-conduction disturbances/ heart block', atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6% will develop postoperative heart block, potentially requiring a permanent pacemaker. The device was not returned for evaluation, as it remains implanted in the patient. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. The cause of the av block was likely related to the mechanisms described above. In this case, per the authors the rca occlusion was presumed to be from heavily calcified cusps. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. Article reference: joshi, udit, et al. 'Acute ostial right coronary artery occlusion during valve deployment of transcatheter aortic valve replacement leading to acute right ventricular failure: a perfect storm and successful navigation. Cureus 12.12 (2020).

Event description:
As reported through the article, 'acute ostial right coronary artery occlusion during valve deployment of transcatheter aortic valve replacement leading to acute right ventricular failure: a perfect storm and successful navigation', during a tf tavr procedure with a 29mm sapien 3 valve, the patient experienced an acute ostial right coronary occlusion after deployment. The patient was placed on ECMO, and it was discovered during the procedure that the patient had an acute right ventricular failure due to ostial right coronary artery (rca) occlusion. Making cannulation challenging and unsuccessful. The patient continued to have hypotension and an intra-aortic balloon pump (iabp) was placed. The patient had ventricular fibrillation and after being defibrillated twice, remained in cardiogenic shock and was placed on ECMO. The patient was then monitored in the intensive care unit where he did not have any further recurrence of ventricular arrhythmia. Due to continued right ventricular failure and peripheral vascular complication with ECMO, plans were made to transition from ECMO to right ventricular support in the form of an ra-pa centrifugal pump the next day. The patient remained clinically stable. The patient was weaned off iabp on day three. The patient later went into complete heart block and received a permanent pacemaker on post-operative day (pod)-15. He was discharged on pod-20 to cardiac rehabilitation. The coronary heights origins measured 14.3 mm on the left and 17.7 mm on the right coronary. The rca occlusion was presumed to be from heavily calcified cusps.